Event description:
It was reported that the patients ipg was not working and that the patient was experiencing inadequate stimulation despite multiple reprograming attempts. It was also stated that the patient was experiencing irritation and pain at the ipg site. The patient underwent a procedure wherein the ipg and lead were explanted. Additional information was received that the explanted products were discarded by the medical facility and will not be returned.

Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(4), batch: 15345452/15345452.

Event description:
It was reported that the patient was experiencing inadequate stimulation despite multiple reprograming attempts. It was also stated that the patient was experiencing irritation and pain at the ipg site. The patient underwent an ipg and lead explant procedure.